Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high and undefined impedance. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6947-65 ead, implanted (B)(6).

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture that was known about by the clinic for several years. The patient recently presented for a routine check, which showed ra lead oversensing. It was noted the device had been alerting due to the patient's time in atrial fibrillation (af), however, the detection of af was due to the fracture and oversensing of noise from the ra lead. The af alerts were programmed off and the ra lead remains in use. No patient complications have been reported as a result of this event.